Manufacturer narrative:
The product was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported following the intraocular lens implantation reports of having issues with contrast sensitivity, brightness. Frequent irradic cloudy vision mostly related to dryness for which the patient was using drops with no change in vision. Also the field of vision in the eye is decreased. An explant of the lens has been planned. Additional information has been received stating the patient had experienced lack of brightness and clarity at night. Additional information has been requested stating that the lens was explanted in a secondary procedure. The vision was still not clear to be able to see letters clearly but it was improving.

Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined. The exchange to a monofocal lens, may suggest that the replacement lens model was an improved choice for the patient's vision needs. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).